Event description:
Two very large female pts received an rf burn during an MRI scan where they touched the magnet bore. There are warnings in the user documentation regarding the touching of the magnet bore.